Event description:
It was reported that a pt with known allergies experienced a tingling / burning sensation on the roof of the mouth and upper gingival area, an unpleasant / metallic / medicinal taste in the mouth, and stomach pain approximately 24 hours after use of a retainer fashioned using essix ace plastic material. Symptoms resolved after use of the retainer was discontinued.

Manufacturer narrative:
Since plastic appliances do not contain metal or medicinal components, this may relate more to the pt's wearing of a face mask rather than the appliance in question. However, while it cannot be definitively determined whether the plastic material caused or contributed to the symptoms, it is possible as allergic reactions to dental materials are known and reported, with medical consequences being dependent upon the severity of the individual allergic response and subsequent exposure to the same material. As such, this event meets the device was returned for evaluation, though complete results are not available as of this report. Evaluation results will be submitted as they become available.